Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No keypad/labels were removed. The device was received in good condition with scratched screen. No evidence of the reported problem was found in the event log. The moment the device was powered up the device started double beeping, replace downstream sensor. Actions/repairs were done to correct the reported problem: replaced downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep on cassette. No adverse effects were reported.